Manufacturer narrative:
Concomitant product: product ID 8709, serial # (B)(4), implanted: (B)(6) 2006, product type catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving intrathecal dilaudid via an implanted pump. The pump's indication for use (IFU) was listed as non-malignant pain. The pump was alarming "which is normal." The hcp stated he had to shut it off. The pump was empty and the hcp refilled it and the alarm stopped. The hcp planned to check the catheter to make sure everything was "ok." The patient had three surgeries in two months, no details available. The patient stated he needed other medications that they wouldn't give him. The patient saw another hcp for six months and got all six medications that he wanted but the hcp moved to another state. Specific patient symptoms, troubleshooting/diagnostics, concentration and dose of the intrathecal medication, therapy dates as well as concomitant drugs and patient outcome were not reported; additional information has been requested, but was not available as of the date of this report.